Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the heart wire contacts were stuck /sticky.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.